Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The harmonic ace instrument was analyzed and found to have a blade broken. The blade broke at roughly the midpoint. A piece measuring approximately 0.491" x 0.085" was found to be broken off. Broken piece was returned. No pieces were missing. Components adjacent to this broken blade did not show damage. The probable root cause is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation as of the date of this report. A return material authorization (RMA) was issued to evaluate the isi device. Review of the provided image is consistent with the tip being detached.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument tip was fractured. A backup instrument of the same kind was used to complete the procedure with no patient harm.